Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to heart issues and blood glucose was went from 609 to 406 mg/dl. The current blood glucose is 300 mg/dl. The insulin pump will not be returned for analysis.